Manufacturer narrative:
Evaluation summary: the delivery system was returned without the stent. Crimp impressions were visible along the working length of the balloon. The balloon folds were partially opened. Numerous kinks were visible along the hypotube. The tapered section of the protective sheath was torn. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an resolute integrity rx drug eluting stent. The device was removed from its packaging as per IFU and inspected with no issues noted. It was reported that resistance was encountered when advancing the device and the stent could not pass through the tight lesion. It was noted that stent deformation occurred. No excessive force used during delivery. The stent was replaced with a new one and the case was complicated without complication. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Following analysis of the returned device it was noted that the delivery system was returned without the stent. Crimp impressions were visible along the working length of the balloon. The balloon folds were partially opened. Numerous kinks were visible along the hypotube. The tapered section of the protective sheath was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.